Event description:
Device serial number was not provided therefore history record review could not be performed. Device log review was not provided. Device was not returned for investigation and no complementary information was provided despite several attempts to collect them. However from the complaint description, the event could be linked to a CAPA that has been issued in 2013 for ""no occlusion alarm, as no detection by the drop detector or by the device's upstream pressure sensor"". This defect has been confirmed on volumat devices. The embedded software does not detect when the roller clamp is partially closed, or when a drop sensor is connected. An upgrade of software has been done with first implementation regarding under flow rates detection by upstream pressure algorithm performed by the end of year 2014. Nevertheless in this case due to the lack of information the event cannot be confirmed and the cause remains unknown. To our knowledge no patient risk or incident has been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Underdose.